Event description:
It was reported that a person using an ilet pump experienced hypoglycemia after a meal announcement and was advised to treat with 5¿10 grams of fast-acting carbohydrates, after which glucose returned to range; the user started pump therapy recently, and education was provided that the algorithm requires time to learn. Symptoms included low blood glucose. Outcomes included resolution of the event with oral glucose and no alerts, alarms, or hospitalization. Investigation included troubleshooting and user education regarding early learning behavior of the automated insulin delivery algorithm. Investigation of this case revealed no device malfunction and suggested an event consistent with an early therapy learning period, with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.